Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart test or verify the compromised force sensor system alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test. The pump passed the off no power test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 7.9 mmol/l at the time of incident. The customer reported that the motor was excessively pushing the insulin through. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.